Event description:
It was reported by service report that the side rails would not remain latched in the raised position due to missing compression springs. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.